Event description:
The dealer called stating that the footrest on the (B)(4) manual wheelchair has allegedly broken on one side and the other side is almost broken. Replacement parts under warranty order #(B)(4). No injury alleged.